Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter (onetouch verio2) displayed an error 4 message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on 3/27/2015 and 3/18/2015, respectively, and evaluated by lifescan product analysis on 4/8/2015 and 4/21/2015, respectively, with the following findings: error message 4 is observed in the error log, but error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.